Event description:
It was reported via ms&s: caller states she had a powerglide pro inserted on (B)(6) 2023, for continuous infusion of benadryl. Caller states she is now having pain during infusion and slight swelling in the arm that the midline was placed. Caller states the site is not red or feverish. Caller states they have scheduled home health to evaluate today but not sure what time they will arrive. Ms&s response: informed she need to reach out to the home health nurse immediately for evaluation. If home health is not available to access the midline, we recommend going to the emergency room. Suggested she ask home health about discontinuing the use of the midline until she was able to be evaluated and caller stated she is unable to stop the infusion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.